Manufacturer narrative:
Refer to field for the results of the imaging evaluation. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and re-intervention.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The patient referenced in this event file is enrolled in a post market prospective observational cohort registry designed to obtain data on device performance and clinical outcomes of patients treated with gore endovascular aortic products through the global registry for endovascular aortic treatment (great). Medidata rave is the clinical study database (csd), capturing the data through the grt 10-11 module. On (B)(6) 2015 the patient was implanted with a gore excluder aaa endoprosthesis featuring c3 delivery system to treat an abdominal aortic aneurysm. On (B)(6) 2015 during the follow up visits a computed tomography angiography (cta) showed a type ii endoleak and a maximum diameter of the aortic aneurysm of 72.0mm. On (B)(6) 2016 the patient was treated with a coil embolization of the left internal iliac artery branch.